Event description:
A (B)(6) female patient underwent a diagnostic angiography in the leg when the coating of the device was coming off. Additional information received on the complaint from (B)(6) 2013: as per complaint form: "when the catheter was retrieved, parts of flaking coating remained inside the introducer, dr. Suspects that is has caused an embolic problem to the patient (pain in the foot, reactional arthritis, ski decolouration and necrosis, ischemic reaction of the scaphoid et oedema." Additional information provided (B)(6) 2013: no images. No re-intervention, probably medical (drug) treatment but not certain.

Manufacturer narrative:
(B)(4). Event evaluation: still under investigation.